Event description:
Device 1 of 2. Ref MFR report #1627487-2013-19235. Note the pt received two leads, from the same lot, as part of his scs system. It was reported the pt lost stimulation five days after the implant procedure. The pt has not used or charged the system since that time. As a result, the ipg is depleted. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
This serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.